Manufacturer narrative:
This report is submitted on november 08, 2022.

Event description:
Per the clinic, the patient underwent a wound drainage procedure for microtia repair on (B)(6) 2022. Subsequently, the device was explanted on (B)(6) 2022 and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 27, 2024.